Manufacturer narrative:
After numerous unsuccessful attempts to follow up with the customer regarding the reported device issue, it is unknown if the device will be returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on that it would not power on ac or dc power. This device is used for training only and not for patient care. There was no patient use associated with the reported event.